Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01, serial# (B)(4)); smartablate generator (model# m-4900-07, serial# (B)(4)); smartablate pump (model# m-4900-08, serial# (B)(4)). (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a thrombosis and a cerebrovascular accident. During the procedure, an intracardiac echocardiogram confirmed that a blood clot was attached to a non-bwi sheath. The physician attempted to aspirate the clot via the thermocool smarttouch catheter. There is no information regarding the outcome of the attempt. After left sided vein isolation, the patient displayed neurological symptoms. The patient remained ventilator-dependent after full reversal of anesthesia. Patient was scheduled for computed tomography (CT) and admission to the intensive care unit. There is no information regarding CT results. The patient was discharged from the hospital. It was noted that the patient may have been hypo-ventilated during the procedure. It was also noted that the adverse event may have been related to respiratory and/or anesthesia issues related to acute alcohol withdrawal. The adverse event was not related to any bwi product malfunctions.

Manufacturer narrative:
The incorrect UDI was provided on the initial 3500a report. Please see UDI field on this report for the correct UDI#. (B)(4). It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a thrombosis and a cerebrovascular accident. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was evaluated for the functionality of the sensor on the carto 3 system. The catheter was recognized by the carto 3 system, however error 106 (force sensor error) was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed during carto test; however the root cause of the cerebrovascular accident and thrombosis reported remains unknown. The root cause of the catheter failure cannot be determined, however it does not seem to be related to the manufacturing process since all the catheters are tested before leaving the facilities.